Event description:
Complainant alleged that during a training class, a female student placed defib electrodes on her chest. After demonstrating monitoring an ECG rhythm, the device was put into defib mode and the device charged energy and the student received an unintended delivery or energy at 50 joules. The student received a basic medical examination by the medics on site, her heart rhythm was a normal sinus rhythm and she had a strong and regular respiratory rate. The student was driven to the hospital and was released after a thorough medical examination.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.